Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic gastric bypass, the surgeon was able to press the green button and squeeze the handle. After loading and calibration of the reload in the correct way, the reload was not able to fire. The reload was removed and calibrated again and firing was unable to be performed. The operation continued with the same handle and another reload without any problems. There was no patient injury.